Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) was having an episode of a true ventricular tachycardia (vt). The device appropriately shock the patient, nonetheless, therapy was exhausted and the shock did not converted the rhythm. This ICD remains in service. No additional adverse patient effects were reported. The local area field representative was contacted for additional information, however at this time no further information is available.